Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the needles were pulling off the suture. The needles were remaining within the jaws. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. A new reload was used to start stitch over.